Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient orders were not crossing over the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist restarted the inbound processing service, and the issue was resolved. The technical support specialist checked the logs for any root cause and verified with another sme, but no related error messages were found from the knowledge article (medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue). The system functioned as intended after the technical support specialist troubleshot the device.